Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After lesion preparation, a 2.75 x 48 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal part of the stent frame was deformed. A new wolverine cutting balloon, an nc balloon and afterwards a new synergy stent were used and the procedure was completed. No patient complications were reported and the patient's status was fine.